Event description:
It was reported that the power modular battery clip was broken. A new power module battery clip was provided.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.